Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unknown) using the three lead ECG cable, but the device shut down. After the event, the clinicians were able to power-up the device and to perform a self-test of the unit. When they attempted to charge the device, while performing the self-test, it would not charge. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.